Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: france. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the skin remained stuck to the main roller of the skin graft mesher. An alternate device was available for immediate use with no report of surgical delay. The skin graft was damaged and an additional unplanned skin graft was required to complete the procedure. No additional information is indicated. Diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record determined that the sample cut failed. The comb and bottom roll were damaged. The comb and bottom roll were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this malfunction.